Event description:
It was reported that the patient with this implantable electrode had erosion and infection. The distal tip of the electrode came out of the skin and was popping in and out. The patient received an inappropriate shock due to the oversensing of noise. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable electrode were explanted. No additional adverse patient effects were reported.